Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), and sample analysis. Based on a review of this information, the following was concluded: the complaint that the infusion set aspirated air was confirmed and appears to be supplier related. The product returned for evaluation was a 22g x 0.75¿ safestep safety infusion set. The infusion set was returned with an empty 12cc slip fit syringe attached to the luer adaptor. Microscopic examination of the y-site valve revealed a slightly rough surface on the valve stem with minor pitting and gouging. The entire perimeter of the valve stem contacted the valve housing. When the distal end of the needle was submerged in a beaker of water and the syringe plunger was retracted, both air and liquid were observed traveling though the device into the syringe barrel. After functional testing was completed, the valve stem was removed from the housing. The collar of the valve (sealing surface) showed small oval shaped depressions in the material that appeared to be flow lines for the material. The damage to the sealing surface of the valve stem was located in areas that were inaccessible to the user. The damage observed on the valve stem most likely allowed air to bypass the sealing surface of the valve stem during aspiration. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that air was aspirated when the syringe was connected to the lure connector and the clamp was closed while applying negative pressure. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of aseyf113 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that air was aspirated when the syringe was connected to the lure connector and the clamp was closed while applying negative pressure. There was no reported patient involvement.